Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise two days post implant resulting in an inappropriate shock. Isometrics and pocket manipulations were successful in recreating noise. Surgical intervention was performed and the connections were verified. The device was deactivated to prevent further inappropriate shocks and the patient was monitored. Three days later isometrics and pocket manipulations were repeated. No noise could be created. The device was reactivated and the patient was discharged from the hospital.